Event description:
It was reported that during a gastrectomy procedure, teflon pad fell into the situs, could be removed. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.